Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient developed severe pain within her right knee three days after having underwent knee arthroplasty revision. The patient was diagnosed with post-surgical infection and required irrigation, debridement and revision of the polyethylene insert. In addition to post-surgical infection, a hematoma was discovered at the time of the revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: tibia cemented 5 degree stemmed right size e, catalog #42532007102 lot #63092699. Stem extension tapered cemented 14 mm diameter +30 mm length, catalog #42557000114 lot #63106657. Femoral component, catalog #unk lot #unk. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned articular surface. The liner exhibits signs of surface scuffing and scratching on the top face. The underside of the liner has experienced minor damage and also small gouges were present on the material. The damage is consistent with that of explanting damages. From operative notes received, it was noted that there was a large amount of hematoma when the wound was opened. The hematoma did not appear either to be dark red blood or gross pus, but infectious. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.